Manufacturer narrative:
(B)(6). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, missing reservoir tube o-ring and stained address/serial number label.

Event description:
The customer reported that the reservoir compartment o ring was missing and there was crack on battery cap. Blood glucose level was unknown at the time of the incident. It was also reported that reservoir was able to lock in place. The insulin pump will be returned for analysis.